Event description:
Carbon dioxide embolism occurred in pt. Previous to performing a CABG procedure, the p.a. Accidently tore a 1-2mm branch from the pt while using the balloon dissection cannual performing a minimally invasive saphenous vein harvesting procedure. This is believed to be a possible way carbon dioxide got into the aorta. The pt's blood pressure dropped to 43mm hg. During the CABG procedure, the surgeon opened up the atrium and was able to retrieve some foam out of the pt's aorta. He then started cannulating immediately. The pt suffered no other known consequences and went home 2 days after the procedure. The report was done for reporting purposes only, a product complaint report was not filed by the users. The balloon dissection cannula functioned to specifications.